Manufacturer narrative:
The manufacturer previously received information that a voluntary medwatch letter (mw5171756) was received reporting a patient who alleges noticing black residue in the reservoir of the dreamstation auto CPAP device. The patient reported the device was recalled due to ongoing issues in april of 2022. The patient additionally reported the black reside would get stuck in the filter, but this did not prevent the patient from using the device for a year and a half. The patient also used a sterilization device called the so-clean to clean the device on a daily basis. The patient recently had an unremarkable x-ray and is currently waiting to see a pulmonologist. There is no allegation of serious or permanent harm or injury. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
A voluntary medwatch letter (mw5171756) was received reporting a patient who alleges noticing black residue in the reservoir of the dreamstation auto CPAP device. The patient reported the device was recalled due to ongoing issues in (B)(6) 2022. The patient additionally reported the black reside would get stuck in the filter, but this did not prevent the patient from using the device for a year and a half. The patient also used a sterilization device called the so-clean to clean the device on a daily basis. The patient recently had an unremarkable x-ray and is currently waiting to see a pulmonologist. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.